Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was not recognized as closed. A field service engineer found an entire single tower down, with doors unable to open or recover. Reset all connections, but the tower remained disconnected. Reset cables for alternate medcart connections, replaced the auxiliary tower controller board, and restarted the station. The tower reconnected, reconfigured using existing settings, and the customer successfully tested the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es door was not recognized as closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.